Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in a patient line extension set. The patient was connected during the time of the leak. This occurred during drain one of seven. During troubleshooting it was reported that there was a cut in the line and it was leaking. There was nothing unusual found during the troubleshooting that could have caused or contributed to the cut and leak of the line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.